Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving prialt, 25 mcg/ml concentration at 5.4 mcg/day via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that motor stall was seen at initial interrogation. It was unknown if the patient recently had a magnetic resonance imaging (MRI). The hcp did not think the patient had any mris recently but she would confirm this with the patient .pump status and/or event log reported motor stall occurred and multiple motor stalls recoveries: (B)(6) 2018 4:34- motor stall occurred, (B)(6) 2018 4:44- motor stall recovery occurred, (B)(6) 2018 8:47- motor stall occurred and (B)(6) 2018 8:55- motor stall recovery occurred. No symptom was reported. No further complications were reported.